Event description:
Subsequent to the previously filed medwatch, new information was received indicating that the first stent completely missed the intended site. The second stent completely covered the intended site. No additional information was provided.

Event description:
It was reported that the xact 7 x 30 mm stent was misplaced during the procedure to treat the 90% stenosed left internal carotid artery. The physician reportedly misjudged the location of the lesion and only partially covered it with the first stent. A second xact stent was successfully deployed to cover the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Factors that may contribute to inaccurate delivery include, but are not limited to, interaction with lesion/anatomy, physician technique, sheath damage, and/or damage to the handle components. In this case, there was no reported malfunction with the device, suggesting that the placement technique may have contributed to the inaccurate delivery. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. A query of the complaint handling database for the reported lot was performed and revealed no other incidents for this lot. There is no indication to suggest a product quality deficiency. All xact stent systems are visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment.